Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed electrical test failure (etf) #52, etf #53 and a system failure message. There was no adverse event reported.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. The facility¿s biomedical engineer reported that they evaluated the iabp and was able to verify the reported failure; however, the offsets were within specifications. After taking the old manifold out, the biomed found that the o-ring was bad. To address the issue, the biomed replaced the drive manifold and the iabp was then released for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed electrical test failure (etf) #52, etf #53 and a system failure message. There was no adverse event reported.